Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see 1 patient in the station. A technical support specialist (tss) found that patient did not appear because an admit message had not been received. After the message was sent, the patient appeared in the pyxis devices. The patient had been transferred to 7-e room 0701, but the admit message was required for the patient to appear on the stations. Several options were provided to correct the issue, with and without involvement from the cerner team. The patient still did not appear under discharged profiles, and a technical readmission was not possible. Therefore, the customer was advised to create a new visit and re-enter the orders because the patient had been prematurely discharged in error. The tss stated that the root issue was caused by human error in the hospitals registration department. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to see one patient in station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.